Event description:
It was reported that cadd solis vip ambulatory infusion pump shuts off, erased program. No patient injury reported.

Manufacturer narrative:
B5: additional information received on 28-jul-2022 via email and attached to complaint object: date of the event: 29-nov-2021. The reported product fault did occur while in use with a patient. Unknown whether the product issue caused or contributed to patient or clinical injury. The event has been resolved. Concomitant medical products, therapy dates, and whether the patient received medical treatment are all unknown. Patient details updated in complaint. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Reinstalled the software to fix the issue. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.